Event description:
Pt feeling ill on 12/09; changed cartridge and infusion set. Pt had disconnected infusion set to confirm pump delivering insulin. Pt bolused but blood glucose stayed high. Hospitalized for hyperglycemia but diagnosed with viral infection. Doctor says high blood glucose related to viral infection.